Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the 1162 error was triggered indicating fault on the 0x3 axis, replicating the reported event. The usm was then installed onto a pftp where #check cannula test# was found to be failing on the 0x3 axis. Once testing was completed, the cannula mount was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the cannula mount with cannula flat flex cable (ffc) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had to disable the universal surgical manipulator (usm) 2 to start the procedure. The procedure was completed with no reported injury.